Manufacturer narrative:
Results: cot leg.

Event description:
It was reported that while relocating the patient, the left front leg broke 10cm beneath the welding seam. The welding seam is still intact. There were no consequences for the patient reported.